Event description:
It was reported that removal difficulty occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified coronary artery. The lesion was pre-dilated using a non-compliant balloon. A 3.50 x 28mm synergy drug-eluting stent was advanced for treatment and deployed. However, the stent balloon was difficult to remove. The balloon was removed slowly by retracting the catheter normally. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).